Manufacturer narrative:
H.6 investigation summary: this complaint is for misidentification of patient samples which grew lactose fermenting organisms but resulted as shigella and pseudomonas when using phoenix panel nmic/ID-307 (449289) batch number 1251384. The customer did not return lab reports or panels for investigation. The customer did provide isolate returns, however they were returned under a different pr number and were not pure, and could not be used for this investigation. To investigate, a total of six retention panels from the complaint batch were tested on a phoenix m50 instrument. Three panels were tested using qc isolates of escherichia coli (atcc (B)(4)) and three panels tested using qc isolates of pseudomonas aeruginosa (atcc (B)(4)), and evaluated for identification results. During investigation, all panels identified correctly. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while testing with the panel phoenix nmic/ID-307, two questionable results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: patient urine specimens, grew lactose fermenting organisms and were resulted as shigella and pseudomonas

Manufacturer narrative:
PMA / 510(k)#: the bd phoenix nmic-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k032299, k061355, k023444, k063824, k033560, k063573, k041384, k060217, k052269, k032655, k062944, k060444, k063811, k151320, k063301, k031530, k060447, k023634, k020322, k132674, k023858, k071623, k031699, k060447, k024153, k060214, k042932. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the panel phoenix nmic/ID-307, two questionable results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: patient urine specimens, grew lactose fermenting organisms and were resulted as shigella and pseudomonas.